Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. It was not reported if the patient was treated for the peritonitis event. At the time of this report, the patient outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was treated with unspecified antibiotics (for 20 days) for the peritonitis event. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.